Event description:
It was reported that the healthcare professional (hcp) requested a review of device data to confirm device operation of this pacemaker system. Boston scientific technical services (ts) discussed the episodes of pacemaker mediated tachycardia (pmt), which was terminated by the pmt algorithm. Additionally, ts discussed that the right atrial (ra) lead exhibited oversensing of ventricular signals as well as an abrupt decrease in intrinsic amplitude. Low out of range pace impedance measurements were noted as well. Ts recommended performing further evaluation to determine the location of the ra lead. No adverse patient effects were reported. At this time, this device system remains in service.